Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. 1st pt: inratio: 2.0, lab: 3.07. 2nd pt: inratio: 0.9, lab: 1.3. User to perform additional testing and call back with results.